Event description:
A patient had a laparoscopic tubal sterilization procedure. The distal half of the fiberglass shaft of the trocar sleeve (approx. 2.3 in.) Broke off in the abdomen. The broken piece was retrieved with no patient problems occurring.